Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that, after intraocular lens implantation (iol) surgery, the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was unspecified issue. Additional information was requested.